Event description:
Customer stated that the siderail will not lock in the up position.

Manufacturer narrative:
Hill-rom technician found that the siderail would go up but not stay up because the siderail was not latching. He found that the latch and latch spring were rusted. The account was using too much water to clean the siderails. He replaced the latch spring and the bed functioned to specifications.